Event description:
The customer reported that the system would shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The mother board needs to be replaced. The customer canceled the service call.